Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and replaced defective front panel. Unit passed all tests.

Manufacturer narrative:
Carefusion technical support dispatched field service to the user facility.

Event description:
Biomed requested field service, indicating that the touchscreen on one of the units was unresponsive to touch commands. He was unsure whether the incident occurred during patient use.